Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with undersensing during ventricular tachycardia. Therapy was withheld due to incorrect interpretation of signal. Programming changes were made to restore normal parameters. The patient was recovering.